Event description:
Note: this report pertains to one of two devices to be used during the same procedure. Refer to manufacturer report # 3005099803-2023-04580 and 3005099803-2023-04581 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the first flange (the subject of this report) was attempted to be deployed; however, difficulty was encountered. The physician tried to reposition the device several times, and the stent was able to fully deploy; however, the stent deployed in an incorrect location. The stent was removed using a snare, and another axios stent (the subject of MFR. Report # 3005099803-2023-04581) was used. During the attempted deployment of the second axios stent, there was also difficulty encountered when deploying the first flange. The physician also tried to reposition the device several times; however, the catheter lock was unable to lock, and the stent prematurely fully deployed. The stent was removed using a snare. The procedure was not completed due to the availability of the device, and the patient was scheduled for percutaneous drainage. No patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The outer sheath was also kinked. Functional inspection was performed to inspect the catheter lock for functionality; however, the stent could not be release from the delivery system. A destructive inspection was necessary to identify torsion of the delivery system and the outer sheath was found twisted. No other issues were noted with the stent and delivery system. The observed failure of outer sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed failure. The reported event of stent positioning issue cannot be confirmed as this event occurred during the procedure and it is not possible to replicate in the laboratory of analysis. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. According to the evidence found in the product analysis, the outer sheath was returned twisted which is evidence that the handle was incorrectly rotated as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additionally, improper axios stent placement is noted within the IFU as possible adverse event associated with the use of the device. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to the technique used by the physician in rotating the handle incorrectly based on the IFU during the procedure, could have caused the torsion on the delivery system, which limited the performance of the device and contributed to the reported event and observed failures. Therefore, the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the first flange was attempted to be deployed; however, difficulty was encountered. The physician tried to reposition the device several times, and the stent was able to fully deploy; however, the stent deployed in an incorrect location. The stent was removed using a snare, and another axios stent was used. During the attempted deployment of the second axios stent, there was also difficulty encountered when deploying the first flange. The physician also tried to reposition the device several times; however, the catheter lock was unable to lock, and the stent prematurely fully deployed. The stent was removed using a snare. The procedure was not completed due to the availability of the device, and the patient was scheduled for percutaneous drainage. No patient complications reported as a result of this event.